Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that after a run around by 2 doctors and the manufacturer, she finally met with a manufacturer¿s representative (rep) at the neurosurgeon¿s office. The patient reported that the rep added her right side to the stimulator (ins). The patient reported that the battery moving had not been resolved. The patient reported that the rep did not feel the battery had moved and though the pain was coming from the patient¿s spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she thought she had moved the battery and it was causing her a lot of pain. The patient stated she thought the battery was sitting on her sciatic nerve. The patient wanted to meet with a manufacturer representative and was directed to contact their healthcare professional. The indication for use was spinal pain.